Event description:
It was reported the patient¿s lead migrated. As a result, the physician decided to replace both leads.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.